Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system was oversensing only when patient goes into atrial flutter or atrial fibrillation resulting in pacemaker inhibtion. R-waves have decreased yet impedances and thresholds are within acceptable limits. Noise was noted on the ventricular rate-sense and shocking electrograms, which could be reproduced with deep inspiration, but noise was not sensed by ICD. It was further reported that the patient was pacemaker dependent.